Manufacturer narrative:
Reference: voluntary medwatch report #mw5155848.

Event description:
Voluntary medwatch received states that the right atrial lead exhibited over-sensed noise. The lead remained in service. No adverse patient effects were reported. No further information was available.